Manufacturer narrative:
Complaint. The safety mechanism did not function. After several attempts the safety mechanism released. Nurse accidentally stick himself with ez huber, the luer adapter tore apart. Evaluation - safety mechanism: the torsion spring was inspected and showed no signs of non-compliance. The safety was properly activated, there was no foreign matter in the spring area. The pilot hole was clean and continuous. The needle was properly positioned in the wing well and the bag was of the proper length to allow the needle to function properly. Further investigation included inspection of the wing and ball locks. There was no presence of adhesive on the ball locks. The wing can easily engage and disengage from the upper housing. The safety mechanism appears to be in normal working order. Conclusion: unable to duplicate the failure. The returned units are consistent with normal manufactured product and comply with the existing specifications. This appears to be a one time user occurrence. Evaluation - female luer: there is a crack in both of the returned samples in the female luer. The crack runs the length of the luer. Tolerance inspection of the female luer. Luer is within the iso standards (iso 594-2, lock findings). Inspection of retain product shows the luer is within the iso requirements. However. The luer is on the upper end of the tolerances. Conclusion: the female luer cracked during use. Possible causes for cracking include over-tightening. Cracking due to matching against a luer that falls dimensionally on the high side of the iso specification. (B) (6).

Event description:
On 8/25/08, received samples and complaint letter. The safety mechanism did not function. After several attempts the safety mechanism released. The nurse hit herself. The luer adapter tore apart. We have attached 2 samples (contaminated) for further investigation. On 9/3/08, received email stating nurse accidentally stuck himself with ez huber (drew blood).